Event description:
It was reported the patient received the following results within 15 minutes: 400 mg/dl and 189 mg/dl.

Manufacturer narrative:
H3 other text : product was discarded and is not expected to be returned for evaluation.